Event description:
During a case, the user reported that the tidal volume readings became erratic and alarms were posted. The user observed that the inspiratory valve disc was broken. The user chose to manually ventilate the pt, while a biomed replaced the valve disc. Upon replacing the disc, the machine functioned normally and was used to complete the case. No pt injury.